Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2012, due to patient allegations of pain, loss of range of motion, loss of mobility and inflammation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿and ¿ loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. ¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02823 & 04508).